Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-apr-2025 the user reported experiencing elevated blood glucose (bg) levels of +300mg/dl on (B)(6) 2025. The user drove themself to the hospital where they were admitted and treated with fluids and intravenous insulin. No long-term effects were reported. The user has since reconnected the ilet.